Event description:
Home patient (hp) reports patient line of homechoice set was not priming completely. Hp was able to prime line after restarting with new supplies. Per hp there was no patient injury intervention as a result of incident.